Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter has a 'calcode" issue. This complaint is classified according to the documentation of the customer care advocate (cca). A no response letter was sent to the patient on march 27, 2009. The "calcode" issue began on two days prior to original date and could not test his blood glucose. The next day at 8am, the patient reportedly developed described as "swelling in ankles, sweating and tremors in hands, and swelling in arms." As a result of the reported issue, the patient decreased his insulin treatment (lantus and humulin). The patient did not test on any other meter at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as diabetes food intake, and physical activities. During troubleshooting, the "calcode" issue was resolved. This complaint is being reported because the reporter claimed that the patient had symptoms that can be suggestive of severe hypoglycemia after the patient was not able to obtain a blood glucose test due to the issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.